Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(4), batch: 20460190.

Event description:
It was reported that the patients ipg was protruding at an angle closer to the skin and was causing significant pain at the pocket site. The patient underwent an explant procedure. All explanted components will not be returned.